Event description:
The devices were returned to the manufacturer from an unknown source with no return paperwork. The pump and catheter underwent routine analysis.

Manufacturer narrative:
Product ID: 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter noted it was received while connected to the pump, and passed patency testing. An sc connector indent in the seal was noted down in the cup of the sc, which was offset to the lumen. The indent indicated an occlusion at one time.